Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The rse was informed that the system remained stuck at the boot-up stage, displaying the message: ¿x-ray system is starting." Despite multiple restart attempts, the issue was not resolved. The rse suspected an issue with the system software. A philips field service engineer (fse) inspected the system on-site and reinstalled the system software to resolve the issue. The system was returned to use in good working order and ready for clinical use. The reported issue is related to (B)(4). The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.